Event description:
It was reported by the sales rep that the insufflator is reading back pressure incorrectly. Allegedly, during a lap chole procedure, the pressure in the abdomen went up to 28 and the pt's vital signs were abnormal. The procedure was completed successfully.

Manufacturer narrative:
The product was received and investigation was initiated. The unit was tested in the hi-flow and pediatric modes using default tested. An in-house heated tube set was used for the test as the tube set was not returned along with the unit. An artificial bellow was used for the test to simulate the human abdomen. The unit was then tested in the high flow mode for 2-3 hours (typical duration of a surgery) but no fluctuation in pressure reading was observed. The unit was kept running for 12 hours and then tested and still no problem was found with the unit. The unit was then successfully calibrated. Again, the unit passed the 12 hour test without any errors. After all the above extensive testing, still the problem could not be duplicated. Probable root cause was determined to be use error such as pinching or obstruction of the tube.